Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported during a pre-MRI impedance check the patient had a compromised system with one of the four contacts showing impedances >40 ,000 ohms for unipolar and bipolar combinations. Impedance testing parameters were increased from .7 v to 3.0v in accordance with the standard protocols for impedance checks. At each interval (.7, 1.5, 3.0v) contact 0 tested as being >40,000 ohms. The physician declined to proceed with an MRI. The patient stated he was already aware he had out-of-range contacts and his neurologist had sent him for mris prior to this event. The patient reported the doctor told him the patient's therapy programming did not involve the out of range contacts thus the MRI was permitted. No specific device issue was involved in the event. The issue was resolved at the time of the report. Surgical intervention was not planned and did not occur. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with a suspected stroke. The patient was admitted to the stroke unit and clinical specialist was asked to perform a pre-MRI impedance check for patient. It was reported during the pre-MRI impedance check the patient had a compromised system with one of the four contacts showing impedances >40,000 ohms for unipolar and bipolar combinations. Impedance testing parameters were increased from .7 v to 3.0v in accordance with the standard protocols for impedance checks. At each interval (.7, 1.5, 3.0v) contact 0 tested as being >40,000 ohms. The physician declined to proceed with an MRI. The patient stated he was already aware he had out-of-range contacts and his neurologist had sent him for mris prior to this event. The patient reported the doctor told him the patient's therapy programming did not involve the out of range contacts thus the MRI was permitted. No specific device issue was involved in the event. The issue was resolved at the time of the report. Surgical intervention was not planned and did not occur. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) the rep reported that the definitive cause of the high impedance was unknown, however the suspicion was that contact zero on the distal end of the patient's extension was no longer making contact within the ipg header. And owing to the nature of the patient's encounter (suspected stroke), resolution of the reported high impedance was not discussed. No further patient complications were reported/ anticipated as a result of this event.